Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and they checked the computer and reconnected the "memories" and then the hard disk cables. After that the system could be booted up. All testes passed and the system was ready to use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system would not boot up and that the monitor reported no signal before use. No patient was present at the time of the event.